Manufacturer narrative:
(B)(4) during follow up with the reporter, they stated that the patient died three days prior to the receipt of this follow up report. The cause of death was not reported. The patient had not recovered from the peritonitis at the time of death. It was not reported whether an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be a complication from an unrelated medical procedure; however, the cause is unknown as this was unable to be confirmed. Treatment for the peritonitis was not reported. Dianeal therapies were discontinued; current dialysis therapy modality was not reported. At the time of this report, the patient was not recovered from the event. No additional information is available.